Event description:
During the label and move process a facility discovered that dbss can change the status of a quarantined unit to available. A user mistakenly tried to populate the same unit twice on the label and move panel. The first time the user entered the correct unit information and successfully added the unit to the panel. The second time the user tried to add the unit to the panel but entered incorrect unit information. Dbss displayed a warning message to the user that the unit was quarantined due to incorrect abo/rh and expiration date. The user did not investigate the warning message and continued to add other units to the panel. The user then proceeded with the label and move process and all the units in the panel were made available, changing the unit status that was set to quarantined to available. Further testing to the device revealed that dbss can also change units with the status of crossmatched and issued to available during the label and move process.